Event description:
A report was rec'd that alleges that after the tracheostomy tube had been in use for 8 days, the pilot balloon detached from the inflation line. No incident related medical sequela reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.